Event description:
It was reported that patient was being revised for a painful hip. The original procedure was two years ago. Surgeon stated that there are ceramic pieces in the hip joint possibly from neck impingement and trunion is badly corroded.